Event description:
It was reported that this pacer was stuck in magnet mode and the battery depleted. As a result, the pacer was urgently explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).